Manufacturer narrative:
We have asked the user to receive the device and needle for inspection. We will have to wait for the product to arrive to our facilities for investigation for our follow up report.

Event description:
A (B)(6) patient found in a cardiac arrest. The ems agency was unable to obtain IV access therefore used the pediatric b.i.g. Device. Upon deployment, the needle went through the plastic surrounding the designated exit hole and not through the exit hole itself. Upon arrival to the ER, the hospital crew was able to obtain vascular access. The patient did achieve rosc (return of spontaneous circulation) and was transported by air to a higher level care hospital - where later pronounced dead.